Event description:
A malfunction alarm occurred at least three times. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support acted by arranging a replacement pump for the customer, who acknowledged instructions for returning the malfunctioning pump and putting it into storage mode. To ensure continuous insulin delivery, the customer planned to use multiple daily injections as a backup therapy.